Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 21.0 mmol/l. It was reported that the customer did not change the infusion set prior to the event, and at the hospital the cannula of the infusion set was found to be bent. It was also reported that the insulin pump had alarmed no delivery prior to the event. Troubleshooting was performed, and the high pressure and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.